Event description:
It was reported this was a multi-access venotomy closure of a right common femoral vein using a prostyle device after a cardiac ablation procedure with a 7f and 10f sheath. In the 7f access site, one prostyle was successfully placed, but hemostasis was not achieved. A second prostyle was then inserted, successfully achieving hemostasis. However, after placement of the second prostyle, the 10f sheath was unable to be removed from the anatomy as it was suspected it became entrapped. Minimal force was applied, and the sheath was removed. After removal, it was observed the sheath was punctured and torn. All pieces of the sheath were observed and there was no risk of embolism. Manual compression was then used to achieve hemostasis in the 10f access site. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported this was a multi-access venotomy closure of a right common femoral vein. Based on this information provided, interaction between devices at the multi-access sites can occur contributing to damage to the sheath and difficulty to remove the sheath due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.